Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to the pump mechanism will not refill once it is compressed the patient had his inflatable penile prosthesis (ipp) reservoir removed and replaced to a deeper position and more tubing was needed.